Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was not reported. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prim and a high-pressure test. The device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.